Manufacturer narrative:
The t:slim g4 pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). You must resume delivery to continue therapy. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. The customer's blood glucose level was not impacted. During troubleshooting with tandem technical support, the customer was reminded that the auto-off safety feature can be modified or turned off. A recommendation was made for the customer to consult with health care provider regarding modification of the safety feature.

Manufacturer narrative:
.